Manufacturer narrative:
Correction information provided in h.6. (A140801 code has been deleted). Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. Photo provided shows an activated company specific device. The plunger appears to be fully advanced outside of the nozzle tip and appears to be advanced over the iol (intraocular lens). The iol appears to be advanced to mid nozzle. We are unable to determine the root cause for the reported complaint "injector rode over lens did not advance towards the eye". The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, it was noticed that the injector rode over the lens, so the lens did not advance towards the eye. The procedure was completed on the same day. Additional information was requested and received stating that the procedure was completed using back up lens and there was no patient harm.